Manufacturer narrative:
Manufacturer's investigation conclusion: the report of abnormal sensations coming from the device could not be confirmed through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) and the reported abnormal sound could not conclusively be determined. The controller event log file contained data from 31may2022 through 02jun2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ of the patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm).¿ the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient described a grinding/vibrating sensation and suspected something was stuck or caught. This occurred on (B)(6) 2022 around 11:00 am and the sensation lasted about 5-10 seconds and was severe enough to cause pain to the patient's left shoulder. No cause for the sensation was identified though it was noted that the grinding was positional. It was planned to continue monitoring the patient. Log file review captured a few pulsatility index (pi) events but no unusual events were noted.